Event description:
It was reported that the patient experienced a nocturnal low blood glucose to 50 mg/dl, treated it with approximately 27 grams of fast-acting carbohydrates, and subsequently had a rebound hyperglycemia to 233 mg/dl followed by a decline over about 1.5 hours, consistent with hypoglycemia overtreatment and subsequent glycemic variability while using the device. Symptoms included dizziness, sweating, grogginess, and feeling unwell. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint handling with troubleshooting and user education regarding hypoglycemia treatment. Investigation of this case revealed user-related overtreatment of hypoglycemia with oral glucose leading to transient hyperglycemia and subsequent low. It was concluded that the device functioned as designed, with alerts provided, and that the event was attributable to user management of hypoglycemia rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.